Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated a technical error code indicating a turbine module communication error. The ventilator was investigated on site by our field service engineer. According to service report the reported issue could be resolved by replacing the turbine and air inlet filter. The software was reloaded and and unit was handed back to customer in working condition. However, no parts returned for investigation. Moreover, device logs were not provided. Therefore, no root cause can be established.

Event description:
It was reported that the ventilator generated a technical error code indicating a turbine module communication error. There was no patient harm reported. Manufacturer's ref. #: (B)(4).